Manufacturer narrative:
(B)(4). Investigation summary: according to the information provided, it was reported by affiliate via phone that during the surgery of right hip labrum repair, opened the packing(did not use in the patient), noted the anchor (lupine br ds w/orthcrd) was cracking. The complaint device was received and evaluated. Visual observations reveal that the sutures are wrapped around the anchor and looks frayed. In addition, the anchor body presented a crack in the middle without separating into 2 or more pieces. Besides, the distal tip of the anchor looks deformed. The reported complaint was confirmed. A manufacturing investigation was performed in order to get the root cause for the failure reported by costumer. The results show that this batch of product was processed without any incident. A closer analysis to the several controls, the assembling during the production and the packing has been done. There was no incident. The issue is not manufacturing related. As per pfmea complaint reviews, the occurrence for this type of issue is below than the maximum occurrence allowed. The possible root cause for the reported failure can be attributed to an exposure to high temperature during transportation/stock/trunk stock and for frayed suture can be associated with the friction with the cracked anchor. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device [5l13466] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported that during the surgery of right hip labrum repair, it was observed that the lupine br ds w/orthcrd device had a crack once the packaging was opened. During in-house engineering evaluation, visual observation revealed that the sutures were wrapped around the anchor and looked frayed. In addition, the anchor body presented a crack in the middle without separating into two or more pieces and the distal tip of the anchor looked deformed. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.